Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020.

Event description:
Customer reported that the inpen does not dispense the correct amount of insulin. Customer would dose 12 units but the app shows 20 units. No harm requiring medical intervention was reported. The device is not expected to return for analysis.